Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicated that the threshold had increased post coronary artery bypass graft (CABG). It appeared that this lead was microdislodged or caused damage to the tissue around the tip of the lead upon putting the patient on bypass for surgery. Further, no physical lead damaged was measured. No additional adverse patient effects were reported.